Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. The procedure was being completed as planned, with no reports of patient injury.